Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid would not flow properly through a one-link needle-free IV connector during infusion. This occurred after a non-baxter giving set was attached to the connector. There was no patient injury or medical intervention associated with this event. No additional information is available.